Event description:
The customer reported that the central nurse's station (cns) primary display failed. The customer also reported that their secondary display was not working as intended.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) reported cns primary display failed on pu-621ra with serial# (B)(6). System has dual displays. Customer reported that secondary display had a blue tinge. Customer rebooted the system improperly (hard reboot by pressing the power button). Upon reboot the primary display reported no video input connected and then displayed a blank screen. Secondary display reported powered on without out issue, but a display resolution error was generated when the application attempted its automatic start. Also, the secondary display's resolution was set incorrectly. Investigation summary: root cause of the issue was identified to be user error. The primary display is connected via dvi cable, and the secondary display is connected via vga cable. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: high. Since the risk priority of the issue is categorized as high, monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional model information: d11 & c2: multiple transmitters were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni s/n: ni approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) primary display failed. The customer also reported that their secondary display was not working as intended. Before calling the nk ts, the customer performed a hard reboot of the unit, after which the primary display reported "no video input connected". Nk ts later found that the primary display is connected via dvi cable while the secondary display is connected via vga. He advised the customer to swap the two cables, but the customer was unwilling. The customer will be contacting their it department for further on-site assistance. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) primary display failed. The customer also reported that their secondary display was not working as intended.